Manufacturer narrative:
Concomitant medical products: 8637-20 neuro pump, implanted: (B)(6) 2016, 8780 catheter, implanted: (B)(6) 2016, 977a260 stim lead, implanted: (B)(6) 2016, 977a260 stim lead, implanted: (B)(6) 2016, 97714 stim ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture during atrial tachycardia/atrial fibrillation (at/af) episodes. It was also noted that the ra lead was less deeply seated in the device header. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.